Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that there was baclofen withdrawal. Patient had pump replacement surgery on (B)(6) 2018. Catheter aspiration was sluggish but able to aspirate 1 ml of fluid. Fluid was notably yellow-ish in color. Dye study was not attempted. For interventions/actions, no response to programmed bolus was noted on (B)(6) 2018. At the time of this report, the issue was not resolved and patient status was alive-no injury. Surgical intervention was scheduled on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709 serial# (B)(4) implanted: 2009 (B)(6) explanted: 2018 (B)(6) product type catheter: regarding the previous pump replacement surgery / prior event, refer to MFR report # 3004209178-2017-26661. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s pump serial number was clarified. The cause of the sluggish flow was not determined. The catheter was replaced. The issue was resolved. The pump remained implanted / active, however the old catheter had been removed and was discarded by the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was confirmed that the pump was implanted on (B)(6)2017 [not (B)(6)2018, as previously reported.]